Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: can you please clarify, how was the bleeding controlled on the oozing staple lines? Surgeon used diathermy to spot coag. Was there any issue at all with staple formation (unformed, malformed, etc.)? Some were malformed . Or was there an issue with any staples missing from the staple line (incomplete staple line)? Not that the surgeon could see. Was there any change in procedure or patient care as a result of the event? No.

Event description:
It was reported that the stapler device fired all of the staplers from the cartridges (the white vascular cartridges, lot number p4rh83, were used) & the knife blade provided the correct cut length within the jaws. However, there was a continuous amount of blood ¿oozing¿ from the staple line throughout most of the cartridges that were used. The surgeon felt that both the stapler & the cartridges may not have formed a good enough hemostatic seal.